Manufacturer narrative:
An event of perivalvular leak, pericardial effusion, and perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported perivalvular leak could not be conclusively determined. The cause of the reported pericardial effusion could not be conclusively determined. The reported surgical interventions were results of case-specific circumstances as post-implant valvuloplasty was performed to address the perivalvular leak, the valve was explanted surgically, the perforation was repaired surgically, and a surgical valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 87mm, an area of 585mm^2, and a perimeter derived diameter of 27.7mm. The patient's activated clotting time (act) level was greater than 300 seconds. Heparin was administered. Pre-dilation was performed with a 25mm non-abbott balloon. The valve was implanted. Post-implant the patient presented with a moderate to severe perivalvular leak (pvl). A post-dilation was performed with a 28mm balloon. Several hours post-procedure the patient presented with a circumferential pericardial effusion. The patient was transferred to surgery. The annulus wall was observed to be perforated. The valve was explanted, and the annulus was repaired. A surgical valve was implanted. The user believed the post-dilation caused the pericardial effusion.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 87mm, an area of 585mm^2, and a perimeter derived diameter of 27.7mm. The patient's activated clotting time (act) level was greater than 300 seconds. Heparin was administered. Pre-dilation was performed with a 25mm non-abbott balloon. The valve was implanted. Post-implant the patient presented with a moderate to severe perivalvular leak (pvl). A post-dilation was performed with a 28mm balloon. Several hours post-procedure the patient presented with a circumferential pericardial effusion. The patient was transferred to surgery. The annulus wall was observed to be perforated. The valve was explanted, and the annulus was repaired. A surgical valve was implanted. The user believed the post-dilation caused the pericardial effusion.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information